Event description:
Pt called regarding the lifescan meter allegedly having missing segments. The pt 2-3 weeks ago, had experienced symptoms of feeling shaky and sweaty. Pt was able to test on the meter and receive a result of 70 mg/dl. The pt also retested and received a result of 86 mg/dl. The time difference between these readings is unk as the pt did not provide this info. The pt did self medicate with insulin [sic] based on the low readings pt was getting using this meter. Pt also contacted a medical professional for advice. Based on the info provided, there is no evidence of an adverse event or harm to the pt due to this malfunction. This issue was not resolved with troubleshooting. The meter was replaced with a new ultra meter.